Event description:
Piece of saw blade being used during total knee surgery broke off while being used. The piece that broke off is at the back of the blade that secures it to the saw. Piece that broke off was found on the floor.